Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. The reporting facility indicated the broken catheter was discovered at the patient's skin after returning from the operating room. It is possible the catheter may have become caught on something during patient transport from the operating room, which stretched the catheter to the point of fracture. However, without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or involved catheter material number. All available information has been forwarded to the device manufacturer of the catheter. If the physical sample is received for evaluation or if additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the catheter was placed during pre-op near the femoral nerve of the adductor canal on (B)(6) 2015 for a total knee replacement. There were no complications during placement, and the placement was verified with ultrasound. When the patient returned from the operating room post surgery, it was noted that the catheter was broken at the patient's skin. There was 11cm of the catheter still inside the patient, which had to be surgically removed.